Manufacturer narrative:
(B)(4). Investigation into the reported adverse events is ongoing; information such as the lot number and product type of collagen dermal filler are unavailable at this time. Device labeling: adverse events: adverse events reported by pts treated with collagen implant include: sensitization (allergic) reactions characterized by erythema, swelling, induration, and/or pruritus at treatment sites. These events may be continuous or intermittent in nature and typically persist between one and nine months with an average duration of four months. On rare occasions, the allergic response has progressed to a cystic reaction which may drain purulent material. These reactions develop weeks to months following injections and may result in scar formation, rarely requiring a surgical revision to correct. This type of reaction can occur in the form of multiple and/or recurrent sterile abscesses which tend to be persistent and resistant to drug therapy. Careful incision and drainage has been useful in treatment.

Event description:
In the article "complications of dermal fillers - an experience from middle-east," journal of pakistan association of dermatologists (2012); 22, the authors describe a total 47 cases who were seen over a period of 2 years with various complications from dermal fillers. Seven of the 47 cases resulted after the use of collagen based dermal fillers. Though symptoms and treatment were mentioned within the article, the authors did not say specifically what adverse events were experienced by each pt, nor the corresponding treatments. Symptoms reported included: cellulitis, treated with "medical management including antibiotic, steroids, reassurance" (14 reports); edema/allergy treated with "steroids, antihistamines" (9 reports); abscess treated with "open/ultrasound-guided drainage" (9 reports); granuloma treated with "excision" (6 reports); residual scar treated with "reassurance/revision" (5 report); asymmetry treated with "reassurance" (4 reports). Follow-up with the authors is in progress and although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.